Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with a infusion sets which fell off during use after being used for one to two days. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
(B)(4).